Event description:
The pump was returned for service with the report of powering on by itself. The facility's biomedical engineering department reported that the device would power on by itself every 15 to 20 minutes without alarm. The device was not in patient use at the time the incident occurred. The facility has no report of patient injury regarding this complaint.